Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported that after an intraocular lens was implanted, the patient experienced visual blur. The lens was exchanged for a different lens within 1 month after initial implantation. Posterior curved astigmatism was the clinical reason given for the explant. Additional information requested.